Event description:
It was reported that the patient was in the emergency room due to multiple falls causing the battery site to re-open and begin bleeding. As of right now the patient is currently still in the hospital due to an illness. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.